Event description:
Terumo medical corporation received the following information: it was reported that post left heart catheterization procedure tr band was placed and inflated with air. The tr band slowly leaked air which resulted in hematoma. The tr band shifted on wrist. The procedure was completed by manual pressure. The patient was stable and there was no blood loss. The failure was seen in the cath lab post band placement and in recovery unit during waiting time for air to be removed from tr band. The failure was noted in the minutes-to-hour post inflation of the tr band. The device was not manipulated before use in any way - pre-use or during storage. The product was stored prior to use, in box, in room temperature. The balloons were able to be inflated by the healthcare professional. The other device that was used in the access site was a glidesheath.

Manufacturer narrative:
E3: occupation: lead tech h4: device manufacture date: unknown due to unknown lot number the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.